Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation at uterine fundus/she punctured my uterus during surgery') and embedded device ('essure coil embedded in the patient right uterine wall partially') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the embedded essure coils were dissected with laparoscopic scissors and removed in a few pieces" (seriousness criteria medically significant and intervention required). The patient's medical history included caesarean section, vaginal dryness, postmenopause, vaginal irritation, postmenopausal bleeding, bacterial vaginosis and endocervicitis. Current weight 150 lbs. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2002 to 2010, levothyroxine from 2012 to 2017 and phentermine from 2012 to 2018. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced hypothyroidism ("hypothyroid/under active thyroid"). In 2011, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and libido decreased ("lack of sexual desire"). In may 2018, the patient experienced device expulsion ("migration of essure device location of device-uterus") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy with removal of essure. Diagnostic laparoscopy with lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, female sexual dysfunction, hormone level abnormal, dyspareunia, fatigue, weight increased and pelvic discomfort outcome was unknown and the hypothyroidism, alopecia, libido decreased and vaginal haemorrhage had resolved. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hypothyroidism, libido decreased, pelvic discomfort, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: only one essure placed per review of medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: 1. Irregular contour of the uterus with intravasation of contrast during examination and lack of free peritoneal spillage from the fallopian tubes. Findings can be seen in the setting of fallopian tube blockage. 2.essure device is not visualized. Ultrasound uterus - on (B)(6) 2010: uterus is normal in size and configuration without evidence of a unicornuate uterus small. Nabothian cysts are seen in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, essure coil segment and embedded in the patient right uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation at uterine fundus/she punctured my uterus during surgery') and embedded device ('essure coil embedded in the patient right uterine wall partially') in a 45-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the embedded essure coils were dissected with laparoscopic scissors and removed in a few pieces" (seriousness criteria medically significant and intervention required). The patient's medical history included caesarean section, vaginal dryness, postmenopause, vaginal irritation, postmenopausal bleeding, bacterial vaginosis and endocervicitis. Current weight 150 lbs. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2002 to 2010, levothyroxine from 2012 to 2017 and phentermine from 2012 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypothyroidism ("hypothroid/under active thyroid") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In may 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and libido decreased ("lack of sexual desire"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device-uterus"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy, hysterectomy with bilateral salpingectomy with lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, female sexual dysfunction, hormone level abnormal, fatigue and pelvic discomfort outcome was unknown and the hypothyroidism, dyspareunia, alopecia, weight increased, libido decreased and vaginal haemorrhage had resolved. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hypothyroidism, libido decreased, pelvic discomfort, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: only one essure placed per review of medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: 1.irregular contour of the uterus with intravasation of contrast during examination and lack of free peritoneal spillage from the fallopian tubes. Findings can be seen in the setting of fallopian tube blockage. 2.essure device is not visualized. Imaging procedure - on an unknown date: results: one tube was successfully implanted and one was not able to be.she said that only one device could be placed. Ultrasound uterus - on (B)(6) 2010: uterus is normal in size and configuration without evidence of a unicornuate uterus small. Nabothian cysts are seen in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, essure coil segment and embedded in the patient right uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation at uterine fundus/she punctured my uterus during surgery') and embedded device ('essure coil embedded in the patient right uterine wall partially') in a 45-year-old female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the embedded essure coils were dissected with laparoscopic scissors and removed in a few pieces" (seriousness criteria medically significant and intervention required). The patient's medical history included caesarean section, vaginal dryness, postmenopause, vaginal irritation, postmenopausal bleeding, bacterial vaginosis and endocervicitis. Current weight 150 lbs. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2002 to 2010, levothyroxine from 2012 to 2017 and phentermine from 2012 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypothyroidism ("hypothroid/under active thyroid") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and libido decreased ("lack of sexual desire"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device-uterus"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy, hysterectomy with bilateral salpingectomy with lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, female sexual dysfunction, hormone level abnormal, fatigue and pelvic discomfort outcome was unknown and the hypothyroidism, dyspareunia, alopecia, weight increased, libido decreased and vaginal haemorrhage had resolved. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hypothyroidism, libido decreased, pelvic discomfort, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: only one essure placed per review of medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: 1. Irregular contour of the uterus with intravasation of contrast during examination and lack of free peritoneal spillage from the fallopian tubes. Findings can be seen in the setting of fallopian tube blockage. 2. Essure device is not visualized. Imaging procedure - on an unknown date: results: one tube was successfully implanted and one was not able to be. She said that only one device could be placed. Ultrasound uterus - on (B)(6) 2010: uterus is normal in size and configuration without evidence of a unicornuate uterus small. Nabothian cysts are seen in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, essure coil segment and embedded in the patient right uterine wall. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation at uterine fundus/she punctured my uterus during surgery') and embedded device ('essure coil embedded in the patient right uterine wall partially') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the embedded essure coils were dissected with laparoscopic scissors and removed in a few pieces" (seriousness criteria medically significant and intervention required). The patient's medical history included caesarean section, vaginal dryness, postmenopause, vaginal irritation, postmenopausal bleeding, bacterial vaginosis and endocervicitis. Current weight 150 lbs. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2002 to 2010, levothyroxine from 2012 to 2017 and phentermine from 2012 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypothyroidism ("hypothroid/under active thyroid") and alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and libido decreased ("lack of sexual desire"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device-uterus"), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy, hysterectomy with bilateral salpingectomy with lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, device expulsion, female sexual dysfunction, hormone level abnormal, fatigue and pelvic discomfort outcome was unknown and the hypothyroidism, dyspareunia, alopecia, weight increased, libido decreased and vaginal haemorrhage had resolved. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hypothyroidism, libido decreased, pelvic discomfort, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: only one essure placed per review of medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: 1.irregular contour of the uterus with intravasation of contrast during examination and lack of free peritoneal spillage from the fallopian tubes. Findings can be seen in the setting of fallopian tube blockage. 2.essure device is not visualized. Imaging procedure - on an unknown date: results: one tube was successfully implanted and one was not able to be.she said that only one device could be placed. Ultrasound uterus - on (B)(6) 2010: uterus is normal in size and configuration without evidence of a unicornuate uterus small. Nabothian cysts are seen in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, essure coil segment and embedded in the patient right uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: plaintiff fact sheet received. Outcome of events- weight increased, dyspareunia were updated. Lab data added. Onset date of events alopecia, libido decreased, weight increased, device expulsion were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the embedded essure coils were dissected with laparoscopic scissors and removed in a few pieces'), uterine perforation ('uterine perforation at uterine fundus/she punctured my uterus during surgery') and embedded device ('essure coil embedded in the patient right uterine wall partially') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section, vaginal dryness, postmenopause, vaginal irritation, postmenopausal bleeding, bacterial vaginosis and endocervicitis. Current weight (B)(6) lbs. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2002 to 2010, levothyroxine from 2012 to 2017 and phentermine from 2012 to 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypothyroidism ("hypothyroid/under active thyroid"). In 2011, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and libido decreased ("lack of sexual desire"). In (B)(6) 2018, the patient experienced device expulsion ("migration of essure device location of device-uterus") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy with removal of essure. Diagnostic laparoscopy with lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, embedded device, device expulsion, female sexual dysfunction, hormone level abnormal, dyspareunia, fatigue, weight increased and pelvic discomfort outcome was unknown and the hypothyroidism, alopecia, libido decreased and vaginal haemorrhage had resolved. The reporter considered alopecia, device breakage, device expulsion, dyspareunia, embedded device, fatigue, female sexual dysfunction, hormone level abnormal, hypothyroidism, libido decreased, pelvic discomfort, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: only one essure placed per review of medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: irregular contour of the uterus with intravasation of contrast during examination and lack of free peritoneal spillage from the fallopian tubes. Findings can be seen in the setting of fallopian tube blockage. Essure device is not visualized. Ultrasound uterus - on (B)(6) 2010: uterus is normal in size and configuration without evidence of a unicornuate uterus small. Nabothian cysts are seen in cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uterine perforation, essure coil segment and embedded in the patient right uterine wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: case has became serious incident. Previously reported event "injury to herself" replaced with new events .new events received from mr: uterine perforation at uterine fundus, essure coil embedded in the patient right uterine wall partially. Events received from pfs: migration of essure device location of device, apareunia (inability to have sexual intercourse), hypothyroid/under active thyroid, hormonal changes, dyspareunia, fatigue, hair loss, weight gain, lack of sexual desire, abnormal vaginal bleeding. Concomitant drugs, medical history, reporter information and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.